Event description:
Baxter received report via phone of "broken bag" tha occurred in 2005. Spoke with customer two weeks later and she reported no sample available, lot number (h05c28042), 1 bag with 70ml product, pt did receive product from bag, but had enough cells for need (no total amount provided), a metal cassette is used for freezing and storage, storage is in vapour phase, and product was collected 2 months ago and stored until thawing 2 months later when crack was noted. There is no pt info or status update available.